Manufacturer narrative:
Other, other text: additional information d5 d10 h3 h6 heic. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. . Visual and functional testing were performed. Two samples units were received for evaluation in decontaminated condition, without their original packaging and inside a plastic bag. The returned samples were visually inspected at a distance of 12 to 16 inches under normal conditions of illumination according to procedure. No damages or other discrepancies were detected on filter, tube or housing that could create the leak failure mode reported. Leak testing on the samples received was performed using procedures. No leaks were detected, water was able to pass through without any problems, thus, the failure mode reported is not confirmed. The root cause of the reported issue could not be determined since the complaint was not confirmed due to the fact the returned samples were tested and successfully passed. No corrective actions are required since the complaint was not confirmed. Additional information: d5, h6, corrected data: d1.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that during use the smiths medical cadd administration set was leaking. Per reporter it was later noticed that the tubing was detached from the connection point. No adverse patient effects were reported.